Event description:
Reporter indicated that a site's programming wand had "a short in it" and was not working properly. It was reported that the battery was replaced, but the wand still would not work.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.